Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were hospitalized due to hyperglycemia and insulin pump had insulin flow blocked. Blood glucose values was unknown. Troubleshooting was declined by customer. Customer was admitted to hospital. No further complications were reported. Product will not be returned for analysis. The customer will continue to use of the device.